Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a manual injection of insulin. The customer was assisted with trouble shooting with the insulin pump, but had to get off the phone before finishing because the patient had a dentist appointment. The customer stated that they will call back to finish trouble shooting with the insulin pump. No further information was provided.